Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead there was placement difficulty. The pacing lead screw would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.